Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported a (B)(6) result for staphylococcus aureus in association with the vitek 2 ast-p634 test kit. Cefoxitin screen test was negative, meca mod-pbp phenotype proposed. Etest result was between 0.38 - 2 (susceptible and intermediate, respectively). Cefoxitin disc was susceptible. The tests were repeated with the same results. Isolate was sent to a reference laboratory; result of susceptible ((B)(6)) was returned (mic < 0.5). The customer uses columbia horse blood agar which they state they have validated internally. This agar is not validated nor recommended by biomerieux. The sample was "pus from medial thigh"; patient has septic arthritis / possible osteomyelitis. As a result of the (B)(6) indicating this strain was (B)(6), the patient was barrier nursed and isolated, and the physician prescribed rifampicin and IV daptomycin on (B)(6) 2015. This therapy was continued until (B)(6) 2015, although the reference lab result indicating (B)(6) was received on (B)(6) 2015. The patient was discharged on "prophylaxis" therapy; details of the treatment were not disclosed. Internal biomerieux investigation was conducted. The investigation concluded that the patient isolate is an atypical strain for vitek 2 system phenotypic ast testing method. Genetic measurement techniques (pcr) and non-automated methods such as etest and disc diffusion are more conducive to testing certain slower-growth organisms.

Manufacturer narrative:
Biomérieux internal investigation was conducted. Organism identification to the species staphylococcus aureus was confirmed. Investigational ast testing included the following: (B)(6) intended. Agar dilution: oxacillin mic = 0.25mg/l susceptible. Kirby bauer for cefoxitin: diameter = 29 mm susceptible. Vitek 2 ast-p634 (two customer lots and a random lot): using tsab media - oxacillin mic >= 4 mg/l resistant and cefoxitin screen test negative corrected to positive => modification of pbp (mec a) phenotype. The customer result was duplicated. Using cba media - oxacillin mic <= 0.25mg/l susceptible and cefoxitin screen test negative. The customer result was not duplicated. The investigation concluded that the patient isolate is an atypical strain for vitek 2 system rapid phenotypic ast testing method. The vitek 2 ast-p634 card is performing as intended within the scope of product specifications.